Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was previously lost to follow up and presented in clinic. Upon interrogation, the device was at elective replacement indicator. It was noted that the right ventricular lead exhibited high impedance. All other electrical measurements were in range. The patient was transferred to a different clinic for generator change on (B)(6) 2018. During procedure, the lead was capped and replaced successfully. The patient was in stable condition prior, during, and post operation.